Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose readings of 581 mg/dl. Customer stated that they had issues with their infusion set not allowing for insulin to deliver. Customer stated that he has been delivering boluses however nothing was going in as their blood glucose readings were not going down. Customer declined troubleshooting for high blood glucose readings. No device is being returned.